Manufacturer narrative:
Inspection of the device found a kinked soft cannula. The timing and the cause of the damage are unknown. Although the soft cannula was kinked, fluid was able to successfully pass through the fluid path and exit the distal tip of the soft cannula. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels read high >500 mg/dl, while wearing the pod on the arm between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.